Event description:
Healthcare professional reported that a patient was injected with JUVÉDERM®¿VOLUX¿ XC, " a week after the treatment, the patient began to massage with a vibrating massager from a commercial cosmetics house. After vigorously massaging several days, inflammation appeared in the lower third. Corticosteroid regimen one week and another week with a descending dose was given as treatment. As soon as corticosteroid treatment was stopped, it became inflamed again". The event is ongoing.

Manufacturer narrative:
Clarification to H.6. Type of Investigation Code: The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.Further information regarding event, product, or patient details has been requested. No additional information is available at this time.The event is a physiological complication and analysis of the device generally does not assist Allergan in determining a probable cause for this event.This is a known potential adverse event addressed in the product labeling.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.